Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "machine and proximal pressure sensors failed" (diagnostic code 1007), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "machine and proximal pressure sensors failed" (diagnostic code 1007), had occurred. The investigation is ongoing.

Manufacturer narrative:
It was reported that the error, "machine and proximal pressure sensors failed" (diagnostic code 1007), had occurred. Per good faith effort (gfe) response, the customer chose to not repair the device and scrap the device. The customer chose to not repair the device and scrap the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.